Event description:
It was reported that the pt was involved in a fender-bender accident, and hit her head. After the accident, the pt was having problems, so the physician explanted the valve.

Manufacturer narrative:
The returned valve was patent and passed reflux testing. It was within specifications for all pressure-flow and preimplantation tests performed at 0cm hydrostatic pressure. The valve did not pass siphon testing, and was not within specifications for pressure-flow testing performed at -50 cm hydrostatic pressure. Debris within the valve may interfere with the delta chamber membrane resulting in siphoning. A review of the mfg records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.